Event description:
This revision surgery due to implant loosening was not related to any trauma or other circumstances of that nature. This revision was due to failure of the pt's soft tissue, and of failure of the rotator cuff. The revision was a straight forward conversion from a smr reverse to a smr reverse. The event occurred in (B)(6).

Manufacturer narrative:
We checked the DHR of the explanted glenosphere (batch 2011 01232) and of the other components involved (reverse humeral body, reverse + retentive liner). We did not find any dimensional anomaly on all these components, therefore, we believe that the revision is not due to the products themselves. No further info (e.g. X-rays, explants) is available for investigation. By the event description, this revision is due to failure of the pt soft tissues and failure of his rotator cuff, which should have caused the loosening of the prosthesis implant. No corrective actions have been planned for this specific case. Limacorporate is aware of 3 other revisions involving a glenosphere with model # 1374.09.110 (and different lot #); these 3 events are dislocations of the prosthesis. The 1st event was caused by a surgical error, the 2nd event was caused by two falls experienced by the pt. The 3rd event is somehow related to pt anatomy (retroverted glenoid bone), and has been reported under the MDR# 3008021110-2013-00001. According to limacorporate post market surveillance data, the revision rate associated to glenospheres with model #1374.09.110 is 0.087 % (including the 3 above mentioned events). Limacorporate will keep monitored the market.